Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04235. It was reported the patient was implanted for headaches (off-label use) but the stimulation has not been effective. The patient indicated she could increase the amplitude, but it did not provide relief. It was reported the patient received reprogramming but the issue was not resolved; the patient had not received relief for her headaches in the last six months. It was reported the physician may undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.